Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded an extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, ¿replace sensor,¿ while wearing the adc device using freestyle librelink. As a result, on 15 may 2022, the customer experienced headaches, vomiting, nausea, felt tired, and was unable to treat themselves, and was provided glucose tablets by the husband for the treatment of hypoglycemia. Additionally, the pharmacist adjusted the evening insulin dose from 65 units to 45 units. No further information was provided. There was no report of death or permanent injury associated with this event.